Event description:
Trial patient contacted dexcom technical support on (B)(6) 2014 to report a hardware error on (B)(6) 2014. Trial patient reset the receiver and it resolved the issue. Trial patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).